Event description:
It was reported that this lead exhibited oversensing which resulted in pacing inhibition. A lead fracture was confirmed. A revision procedure was performed and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.